Event description:
It was reported that after completion of a da vinci s surgical procedure, the snap-fit paddle blade installed on the snap-fit scalpel instrument fell into the patient and was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter concerning the reported event. The initial reporter indicated that upon removal of the scalpel instrument, with the snap-fit paddle blade accessory installed, the snap-fit paddle blade accessory made contact with the insertion tool. The initial reporter indicated that the snap-fit paddle blade accessory was not in a neutral position during removal of the instrument, which caused the snap-fit paddle blade accessory to bend and fall into the patient. The initial reporter indicated that the surgical technician informed her that there were no issues noted during installation of the snap-fit paddle blade accessory onto the snap-fit scalpel instrument and that the surgical technician indicated that there were no issues observed during use of the instrument with the accessory installed. The initial reporter indicated that the instrument was inspected prior to use and no visible damage was found. The reporter indicated, however, that the insertion tool exhibited a ding due to the blade rubbing against it during removal. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.